Event description:
It was reported that the catheter and pump were replaced due to leaking around catheter. No patient injury. Outcome noted as recovered without sequelae. The device system was used to infuse compounded baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: catheter: model 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Accessory: model 8590-1, lot# n232313, implanted: (B)(6) 2010, explanted: unk. (B)(4). Final analysis of the pump revealed no anomaly found. Catheter returned in three pieces. Final analysis of the catheter revealed sutureless connector coring/tears/cuts in seal. Meets leak criteria.